Event description:
It was reported, that the device's downstream occlusion seal is out of service. The issue was observed, during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found, a damaged downstream occlusion seal. Functional testing was able to verify, the reported problem. It was determined, that the downstream occlusion seal was the root cause and was replaced. The service history review had no indication, that the complaint was related to a service of the device within the review period.